Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records has been requested and is currently pending completion. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown orthopedic procedure, the drill bit from modular mini fragment broke when drilling and became stuck in the bone. The surgeon stop the procedure to remove the tip of the drill bit that was still in the bone. It is unknown if there was a surgical delay due to the reported event. Surgery was completed successfully. Final result was that the broken piece was removed. There was no patient consequence reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 310.507; lot: f-21799; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: june 01, 2017. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Raw material 1.4112 with correct hardness is documented in certificate of conformance (coc) from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection of the returned drill bit performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. A portion of the distal tip sheared off at an oblique angle and was not returned. DHR review: the returned device was manufactured in june 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Raw material 1.4112 with correct hardness is documented in coc from supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: drill bit design drawing and stratec medical design drawing were reviewed during this investigation. The 1.5mm drill bit with depth mark is used to drill and measure (along with the 1.5mm threaded drill guide with depth gauge) for screws used with locking compression plates (lcp) and rotation correction plates. No product design issues or discrepancies were observed. Dimensional inspection: the diameter of the returned drill bit shaft just proximal to the broken tip measured ø1.49mm at cq which is within specification of ø1.5mm +0/-0.014mm. Material analysis: raw material 1.4112 with correct hardness is documented in coc from supplier. Conclusion: a definitive root cause for the returned drill bit breaking intraoperatively could not be determined based on the provided information. Considering the break was oblique, it is possible that off an axis force contributed to the event. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.